Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that a blood leak occurred. According to the nurse, the blood flow rate was 450; the dialysate flow rate was 800. The leak was inside the arterial dialysate (drain) line. The patient lost a circuit of blood (approx 300ml) and was asymptomatic, did not require medical intervention, and was fine. Sample available.